Manufacturer narrative:
D10 concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#:40100209x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the handpiece had inadequate/partial seal when used on omentum vein/vascular tissue. They had to seal 3 times before the seal was corrected. There was evidence of energy delivery and end tone was heard but the seal bleed after cutting. The jaws were cleaned at the time of activation and was able to make 5 good seals before the issue occurred.